Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. They moved the cns to a different port on the switch, which stopped the boot looping. There was no patient harm reported. Investigation summary: the device logs were sent in for review. Upon nkc (nihon kohden corporate) having reviewed the logs, it was found that while the cns was starting up, an error was identified during the ls-net startup process. However, the root cause could not be determined. The successful link with the monitor network suggests the issue wasn't due to a physical network disconnection. Lack of additional capture logs, and information needed to further continue the investigation, prevented nkc from identifying the exact root cause. Despite follow-up attempts, there was no response from the customer. The network capture data did not suggest any product malfunctions, and the system appeared to be operating as designed. The investigation concluded with no further information available. Nk will continue to monitor and trend.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. They moved the cns to a different port on the switch, which stopped the boot looping. There was no patient harm reported.